Manufacturer narrative:
(B)(4). It was reported that dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent coincident with continuous cycling peritoneal dialysis (ccpd) therapy. The cause of peritonitis was not reported. Two days after peritonitis onset, the patient went in to the clinic with the abdominal pain and cloudy effluent. It was reported that the patient had not been treated with prophylactic antibiotics. It was not reported if the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with fortaz for two weeks (dose, frequency, and route were not reported). On an unreported date, the patient recovered from the peritonitis event. The patient's peritoneal dialysis catheter was not removed. It was not reported if extraneal therapy was ongoing. No additional information is available.